Event description:
The reporter stated the surgeon inserted a (B)(4) collamer aspheric single plate lens. Haptic tore off during insertion into the eye. The lens was removed with no enlarged incision and no suture. No pt injury. Another same model and size lens was implanted.

Event description:
Per the audiologist, the patient was explanted due to the removal of a malignant parotid tumor. The patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery. The manufacture became aware upon receipt of the explanted device two weeks later.

Manufacturer narrative:
(B)(4).